Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 25mm bioprosthetic aortic valve, implanted approximately for eight (8) years and six (6) months, was explanted due to calcification. The explanted device was replaced with an 25mm valve.

Manufacturer narrative:
H3 device evaluation: customer report of calcification was confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surface of all three leaflets on the inflow aspect and on the surface of leaflets 1 and 3 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal on the inflow and outflow aspects. Leaflet 1 had a 6mm tear near commissure 2 and leaflet 2 a 5mm non-transmural tear near commissure 2 on the inflow aspect. Calcification was evident at the tears. Sewing ring was cut off around the valve and was not returned with valve. Wireform was exposed on commissure 3 and around the valve on the inflow aspect. Per (B)(4), rev a, engineering task will not be assigned as this valve was implanted five years or greater with confirmed calcification, leaflet tears, and pannus.